Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient lost sensation below the waist after the implant procedure. It was noted that the implant procedure completed with no issues. The device was removed and the physician confirmed there was an epidural hematoma.